Event description:
Technician alleged head of bed won't go down.

Manufacturer narrative:
Technician reset bed and recalibrated head to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current. No injuries were reported due to this malfunction. No further investigation will be performed.